Event description:
N/a.

Manufacturer narrative:
The additional mitraclip ntw referenced in b5 is filed under separate medwatch report number. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported event could not be conclusively determined. The reported recurrent mr is a cascading event of the slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3-4, calcified anulus, and thin posterior mitral leaflet (pml). Two mitraclip ntw clips were implanted, reducing the mr to a grade of 1. On (B)(6) 2024, an echocardiogram was performed and revealed that the one clip had detached from the anterior mitral leaflet (aml) and remained attached to the posterior mitral leaflet (pml) (single leaflet device attachment/slda), and that other clip had detached from the pml and remained attached to the aml (slda), causing the mr to increase to a grade of 3.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.